Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer called to report that his contour next one meter was not showing 'apply blood' icon when the test strip was inserted in the strip port of the meter. The customer was advised to return the meter for evaluation. Upon the return of meter, an in-house investigation was performed and it was determined that the meter display was missing segments. There was no allegation of an adverse event. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The suspected contour next one meter was evaluated and it was determined that the printed wire board failed, which caused missing segments on meter's display. Upon further investigation, it was determined that soldering junction damage of digital engine micro and printed wire board was due to the stress caused by handling of the device. Impact marks were verified by meter's appearance.